Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant reported there was a kink in the impella cp outflow. The impella was therefore replaced. There was no reported patient harm.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. According to the clinical information, during impella cp insertion the cannula was kinked close to outflow resulting in flows of only 1.6-1.8. Liter per minute. After no success with repositioning the pump, the decision was made to explant the device. No product was returned for a visual inspection. Data log analysis confirmed low flows and no other abnormalities. The most likely cause of the low pump flow was a cannula kink. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 2199 was reported incorrectly on the previously submitted report.